Manufacturer narrative:
Upon completion of the investigation it was noted that the base plate of the valve was missing. It is not clear if this occurred during the implant or ex-plant of the device. Since the base plate was missing it was not possible to test the device for pressure or flow. The device was however tested for programming and it passed. A review of the device history records confirmed this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that fluid did not flow through the device and as a result was replaced.